Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bactec 9120 blood culture false positive results were obtained. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: (B)(4). Repetitive or differential testing does not affect patient diagnosis

Event description:
It was reported while testing with bactec 9120 blood culture false positive results were obtained. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: bactec 9120 - device reporting false positives repetitive or differential testing does not affect patient diagnosis.

Manufacturer narrative:
Investigation summary: a failure was reported on a bd bactec 9120 (p/n 445570, s/n (B)(6)). A field service engineer (fse) was dispatched and found that the instrument was placed below the air conditioner vent. The fse confirmed that the temperature of the air from the vent is low. The fse positioned the instrument away from the air vent and increased the temperature of the air conditioner. The root cause was the facility air temperature. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to results issues. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.